Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breasts are lop sided, one is hard and can compress pockets of air in and out, can see the pockets through skin. Various other ailments including swollen lymph nodes, particularly under the arms." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes

Event description:
Patient reported "in the past year I¿ve been undergoing investigations for what can only be described as my body falling apart from the inside out. My breasts are lop sided, one is hard and I can compress pockets of air in and out, in fact you can see the pockets through my skin. I also have various other ailments including swollen lymph nodes, particularly under my arms." The device remains implanted. This record relates to the right side.